Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x16 synergy ii everolimus-eluting platinum chromium coronary stent system, it was noted that the stent was deformed when the stent protector was removed. The procedure was completed with another of the same stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damaged with struts on the distal half of the stent distorted and stretched over the distal markerband and bumper tip. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x16 synergy ii everolimus-eluting platinum chromium coronary stent system, it was noted that the stent was deformed when the stent protector was removed. The procedure was completed with another of the same stent. No patient complications were reported.